Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) /2006 and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that the patient underwent left ureteral stent placement and cystoscopy on (B)(6) 2012, due to sepsis, uti, left ureteral obstruction, left hydronephrosis, history of left ureteral stone and s/p eswl. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced retention, bleeding, stress incontinence with nocturia, dysuria, low back pain, and recurrent.